Event description:
It was reported that an 840 ventilator had an erratic graphic user interface (gui) display. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and replaced both lcd panels to correct the issue. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Correction: results code was incorrectly added in initial report. Device evaluation: two liquid crystal display (lcd) panels were returned to medtronic¿s product analysis laboratory. A visual inspection was performed on the lcd panels and no anomalies were found. No further investigation could be performed on the received components. The lcd panels were both found to obsolete/expired. If information is provided in the future, a supplemental report will be issued.